Manufacturer narrative:
An investigation was performed, including manual reproduction testing using another device to identify the cause of the reported issue. The engineering team determined that the transducer usb-c connector can exhibit reduced mechanical retention when mated to the tablet port. This can lead to an intermittent issue where the firmware version is unrecognized. When this occurs a prompt to reregister the transducer is displayed.

Event description:
It was reported the lumify ultrasound system was not available during an emergent procedure. The ultrasound system generated an error code during CPR (cardiopulmonary resuscitation). The user exchanged the system and the procedure was completed. The event resulted in a patient death. Additional information is being obtained to determine whether the device caused or contributed to the reported death. Philips has started an investigation, and upon completion, a follow up report will be submitted.